Event description:
Event description guidant received information that during an attempted implant, the impedance measurements of this implantable transvenous defibrillation leadwere high (between 1700 - 2200 ohms).